Event description:
It was reported that a clearlink continue-flo set leaked at the luer end just above the neck during infusion. It was unknown what medication was being infused. There was no adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.